Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the pump delivered 2 boluses right after each other and the pump software did not suspend insulin delivery. Resulting in the customer¿s blood glucose (bg) decreasing to 42 mg/dl. Customer tried to address the low bg with a glucagon injection. Reportedly, the customer ¿called for help¿. The customer went to the emergency room and was treated with intravenously with fluids of saline. Reportedly, the treatment resolved the issue and there was no permanent damage to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the reported issues and to obtain the release date, however no response was received from the customer and the alleged root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.